Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing which resulted in pacing not delivered when required. Subsequently, this patient underwent a revision procedure and this rv lead was successfully repositioned. No additional adverse patient effects were reported.